Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 412.217s. Lot number: 3l81540. Manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: 13. March 2019. Expiry date: 01. March 2029. Device was first manufactured unsterile under the lot 3l33761 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 412.217 with lot 3l33761 were reviewed: part number: 412.217. Lot number: 3l33761. Manufacturing site: (B)(4). Release to warehouse date: 05. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that the patient underwent an open reduction internal fixation (orif) surgery for femoral neck fractures (fracture category: garden iii) using the femoral neck system (fns) implants. On (B)(6) 2020, a subtrochanteric fracture occurred due to the patient¿s fall and bone union was not achieved. On (B)(6) 2020, reoperation was performed to remove the fns implants and use dhs+6.5 ccs. The reoperation was successfully completed with a 120-minute delay. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 46mm-sterile. This is report 4 of 4 for (B)(4). This complaint is linked to (B)(4).